Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device had a keypad issue. The customer also reported that nothing happens when the start key is pressed. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The reported issue of a automix 3+3 compounder with "keypad failure - no response" was confirmed. The visual examination of the unit did confirm the issue. The cause was assigned to a faulty motor control printed circuit board. A follow-up report will be filed if any additional details become available.